Event description:
It was reported the customer had a partial display on their insulin pump. Customer stated the partial display occurred after they had replaced their battery. The customer's blood glucose was 269 mg/dl. The customer stated their display did not return to normal after inserting a new battery. The customer stated they did not drop or bump their insulin pump. It was also found the customer had a low blood glucose of 49 mg/dl earlier in the day. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with missing segments on the top-half of the lcd screen due to intermittent connection on the zebra connector. Unable to perform the displacement, off no power, and self tests due to the display anomaly. The operating currents were within specification. Unable to verify low battery alert due to missing segments/partial display. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and a cracked belt clip slot.